Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) clinic reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained via follow-up with a registered nurse (rn) from the clinic. The blood leak was reported to be internal, and visible in the dialysate compartment of the device. The rn stated there appeared to be ruptured fiber membranes towards the top of the dialyzer. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used. A blood test strip was used to test for the presence of blood, and it tested positive. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was received with one ogden adapter cap and blood port cap attached, and one corporate provided adapter cap and blood port cap attached. There was blood noted throughout the fibers and in the header cap on the non-cavity ID end of the device. The returned sample was subjected to a laboratory bubble point test. A leak was detected on the cavity ID end at approximately 230 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the fiber bundle, a potted fiber fragment was identified on the cavity ID end at approximately 230 degrees, with the dialysate ports situated at 0 degrees. The fiber fragment extended from the potting surface measuring approximately 0.10 mm in length under magnification (x20). The opposing end of the fiber fragment could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.